Event description:
Account alleges the hi/lo up is having an unintentional movement. He stated it stops when the head is raised up. No injury was reported. The bed was found in pt room.

Manufacturer narrative:
Repair has not been completed at this time.